Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unexpected power loss during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced. The insulin pump will be returned to the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, self-test and displacement test. No unexpected off no power alarm anomaly or low battery alarm anomaly noted. Insulin pump had cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratched display window.